Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed stated the arctic sun device was due for 2000 hours preventive maintenance and a previous work order showed it was recommended last year due to a bad mixing pump. Biomed stated that the touch screen also froze from time to time and wanted to check it out to see if a software reloading corrected the issue. Per follow up information received on 29-jul-2022, there was no patient involvement reported. A quote has been sent to customer and they will determine if they send device in for service. Per sample evaluation results received on (B)(6) 2022, it was reported that the one of the four nut plates in the outer shell used to secure the control panel bracket to the shell was found to be stripped out and spinning in the shell freely. It was noted that other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also noted that the replacement of the tank seals due to lifting from the tank, tearing, and glue deteriorating.

Event description:
It was reported that biomed stated the arctic sun device was due for 2000 hours preventive maintenance and a previous work order showed it was recommended last year due to a bad mixing pump. Biomed stated that the touch screen also froze from time to time and wanted to check it out to see if a software reloading corrected the issue. As per follow up information received on 29jul2022, there was no patient involvement reported. A quote has been sent to customer and they will determine if they send device in for service. As per sample evaluation results received on 16sep2022, it was reported that the one of the four nut plates in the outer shell used to secure the control panel bracket to the shell was found to be stripped out and spinning in the shell freely, it was noted that other repairs completed included replacement of the double bend tube and the chiller evaporator outlet tube due to expansion of the tubes found during servicing. It was also noted that the replacement of the tank seals due to lifting from the tank, tearing, and glue deteriorating .

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.